Manufacturer narrative:
H3, h6: the stride femoral ins/rem impactor head, part pfsr100931 intended for use in treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be component failure or damage. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation. G1.

Event description:
It was reported that these stride femoral ins/rem impactor head are broken. It is unknown where this event occurs. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.